Manufacturer narrative:
Insulin pump received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify a47 alarm and motor error alarm due to blank display. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 205mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.